Event description:
Nurse and dr. Were present with a pt. Light broke at pivot area and fell. Nurse and pt caught falling light. Light also hit rib cage of pt on left side. No injuries were sustained by pt. A follow-up by staff reported on following day that pt was not bruised. No injury involved.